Manufacturer narrative:
The pod was received fully deployed. An 0x14, pod is occluded, hazard alarm along with timeouts and a drive stall was observed in the pod data. The observed hazard alarm confirms the user reported event. Blood was observed in the hard cannula. No damages or deficiencies were observed that would contribute to bleeding at the infusion site. The cause of the bleeding could not be determined. The blood observed in the hard cannula can be confirmed to be the cause of the reported occlusion and subsequent alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The device was originally reported for the symptom code of pod hazard/alert/advisory-occlusion. The complaint has been reassessed as reportable based on the investigation finding of a blocked cannula.